Event description:
During a check-out procedure at the manufacturer's service center, the device's tidal volume delivery was decreased. A leak was found at the port for the active exhalation control module on the rear enclosure. The device was not in patient use. The device's rear enclosure was replaced to address the issue.